Event description:
As reported: "after compression of both the talofemoral and talocalcaneal joints, a drill fracture occurred when drilling into the calcaneus from the lateral side. They gave up on the hole and moved on to the posterior calcaneal screw insertion technique. After drilling and measuring with a depth gauge, the screw was inserted, but it was found that the screw had ob'd. The screw was removed and the drill was broken when drilling again. Two screws that could be inserted into the calcaneus through the nail were not inserted. Instead, two screws were inserted by freehand drilling from outside the nail. No broken pieces of the drill were left behind in the body." . This resulted in a 30 minute surgical delay.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the received drill shows significant signs of usage, the drill is completely broken in two ends both ends are available for analysis. The broken surface is brittle in nature, evident by a relatively smooth and shiny surface, caused most likely due to torsional and bending overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. From the available radiographs, a formal medical opinion was sought: from the radiographs it is hard to confirm about hard bone, maybe there is some sclerotic bone, but bone being too hard for drilling cannot be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The appearance of a breakage surface indicates towards a forced brittle fracture caused most likely due to torsional and bending overload. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "after compression of both the talofemoral and talocalcaneal joints, a drill fracture occurred when drilling into the calcaneus from the lateral side. They gave up on the hole and moved on to the posterior calcaneal screw insertion technique. After drilling and measuring with a depth gauge, the screw was inserted, but it was found that the screw had ob'd. The screw was removed and the drill was broken when drilling again. Two screws that could be inserted into the calcaneus through the nail were not inserted. Instead, two screws were inserted by freehand drilling from outside the nail. No broken pieces of the drill were left behind in the body." This resulted in a 30 minute surgical delay.